Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer just ordered 20 replacement seat upholsteries for tracer IV wheelchairs 24x18. Dealer states these replacement seat upholsteries are brand new out of box stretched out to the point the customers sitting on them are sitting on the crossbraces.